Manufacturer narrative:
One 72201769 biosure ha 6x25mm screw was used for treatment and was returned for evaluation. The complaint stated: ¿during implanting the product broke.¿ dimensional inspection confirmed that this was a 6mm product. There is approximately 7mm material missing from the distal tip. It was fractured and was not returned. The phillips head does not show signs of stripping. The outer diameter edges of the distal threads left show they are beginning to burnish. This indicates that the threads met with resistance. Preparation per the instructions for use recommendation is critical for ease of insertion and successful anchoring. Instructions for use recommends pre tap; ¿appropriate size tap¿ choice is noted as this is a tapered screw. Based upon the fracture condition and visual characteristics observed, torque force was placed upon the screw. No root cause associated with the manufacture of this device could be supported. Product met specifications upon release to distribution.

Event description:
It was reported that during the acl reconstruction surgery, during implanting the product broke. 30 minutes delay and a back up was available to complete the procedure. No patient injury was reported.